Manufacturer narrative:
Sections d1 and d4: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline power fault alarms and damage to the outer jacket of the cable were confirmed. The modular cable (lot number: 6859332) was returned for analysis with a small hole in the outer jacket near the midpoint of the cable. A log file was submitted (d2021027) and downloaded (d2261112) from the returned heartmate 3 system controller (serial number: (B)(6)) for review that showed overlapping events spanning approximately 5 days ((B)(6) 2024 per timestamp). Driveline power fault alarms were active due to a power a broken fault on (B)(6) 2024 from 16:50:41 ¿ 21:23:24. The alarm did not affect the controller's ability to operate the pump at the set speed. The driveline was disconnected from controller on (B)(6) 2024 on 21:23:24 for a system controller exchange. No other notable alarms were active in the log file. Additionally, a log file was submitted (d2020829) from the heartmate 3 system controller (serial number: (B)(6)) for review that showed events spanning approximately 11 days (01jan2000, 06jun2019, 01apr2001, 27may2001, 23feb2022, 04apr2022, 22feb2001, 17mar2001, 26oct2023, 11jan2024, 29jan2024 per timestamp). Events occurring on 01jan2000 were recorded as default dates. Due to the internal clock being reset to the default date, of 01jan2000, accurate timestamps that events occurred are unknown. The driveline was connected to the system controller on 01jan2000 at 01:43:51. Driveline power fault alarms became active at 05:31:01, approximately four hours after the driveline was connected, and remained active until the end of the log file on (B)(6) 2000 at 12:55:47. These alarms activated due to a power a broken fault. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The modular cable was functionally tested with the returned system controller (serial number:(B)(6)) on a mock loop. While testing the modular cable, driveline power fault alarms became active on the system controller. Resistance testing was performed on the underlying wires, and it was found that the brown wire (power a) had fluctuating resistances, when manipulated by hand. The cable¿s outer jacket was stripped, and the brown wire was observed to have been severely damaged ~3.5 inches from the inline connector. Damage to this wire would cause the observed alarms in the log file. The root cause for the reported event was conclusively determined to be due to wire fatigue of the modular cable. The device history records for modular cable were unable to be reviewed due to the records being unavailable. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department on 01feb2024 with multiple driveline power fault alarms and log files were sent for review. The event log files from the original system controller captured a driveline power a fault on 01feb2024 at 16:50. The alarm persisted throughout the remainder of the event log file. There was no loss of pump support during the driveline power fault alarms. In the emergency department, the primary system controller was exchanged to the backup system controller. The event log files from the new system controller captured that the driveline power fault alarm returned at 05:31 and the issue was not resolved. The new system controller clock was not set after the exchange. Following this, it was reported by the site that the patient was issued a new modular cable and a new system controller since the alarms recurred. Event log files obtained after the new modular cable and system controller exchange were sent for review with and showed that the driveline power fault did not return. A damaged area of the modular cable was also reported. Additionally, it was reported that an x-ray was performed on the driveline. The internal driveline showed a slightly unusual bend, but it appeared to not be the cause of the power fault alarm since the issue resolved. Images of the proximal driveline were taken to evaluate the driveline exit site and how it looped to the system controller. It was also reported that the proximal driveline had damage and rescue tape was applied. Related manufacturer reference number: 2916596-2024-00915 (B)(6).

Manufacturer narrative:
Section a4: patient weight is missing. Information was requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.